Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 19:52:53. During night drain cycle one, the patient's ultrafiltration reading was 1342ml, indicating the home patient (hp) drained 1342ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the increased intra-peritoneal volume (iipv) was identified during the review of the event history logs. The cause was determined to be an unexpected high ultrafiltration for therapy compared to other therapies. If additional relevant information is obtained, then a follow-up report will be submitted.